Event description:
It was reported that the waveform of the pa pressure was abnormal during use. There were no patient complications reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the eeprom data was normal. The thermistor and thermal filament were continous. There were no error messages observed on the vigilance I and ii monitors. All through lumens were patent. The balloon inflated clearly and, concentrically, and remained inflated for more than five minutes. There was no visible damage observed to the catheter body.